Manufacturer narrative:
Block b3: exact date unknown, event occurred in summer of 2023 additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 5175682.

Event description:
It was reported that the patient was experiencing inadequate pain relief and increased pain. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained despite good faith efforts.